Event description:
The customer reported that while the patientnet was in use with a spectrum monitor the central displayed repetitive nibp readings at the patientnet central station for 6 hours with different blood pressures at the spectrum bedside monitor. No adverse event reported.